Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed.a review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-03945 and 2134265-2013-03948. It was reported that during a percutaneous coronary intervention (pci), the motor drive unit (mdu) of a galaxy 2 sys 100v was unable to perform pullback and a system internal error message was displayed. The procedure was completed with a different device. No patient's complications reported and patient's condition is stable.